Event description:
It was reported that the postoperative threshold value was found to be high. The setting was changed on feb 14 and mar 27, but the condition was not improved due to non-capture and high threshold value. It was decided to replace the lead. On april 21, the lead was intended to be explanted but the set screw had a problem. The physician tried to retract the screw by many times, and then found there was a serious fracture, confirmed by x-ray. The lead could not be explanted and remains implanted. A new lead was implanted.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided data. In the recorded period between (B)(6) 2019 and (B)(6) 2020 the right ventricular sensing amplitude was recorded intermittently with a gradually negative trend starting at approximately 8 mv and an amplitude of 4 mv in the end of the recorded period. The right ventricular pacing impedance was recorded between 450 ohms and 500 ohms. In the provided iegm episodes the reported loss of capture could be confirmed. The analysis of the provided radiographs showed the lead in the implanted state. The outer insulation was found separated from the ring electrode and the inner conductor coil was partly pulled out of the outer conductor coil. Damage to the insulation of the inner conductor can neither be confirmed or excluded. A conductor fracture is unlikely and cannot be confirmed. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.